Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cutting wire was detached when electrical current was conducted to the device. The device was oriented correctly prior to starting the est. The procedure was completed with a different device. No part of the wire detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cutting wire was detached when electrical current was conducted to the device. The device was oriented correctly prior to starting the est. The procedure was completed with a different device. No part of the wire detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was twisted and the exposed cut wire was broken. The broken ends of the cut wire appeared blacked. The outer diameter of the exposed cut wire was measured and meets specification. The condition of the returned device was consistent with the complaint that the cutting wire broke, but no part of the wire detached. Examining the blackened ends of the broken cut wire, it appears that the cutting wire snapped likely due to being grounded against the scope and/or higher power settings. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context' likely due to procedural factors/generator settings. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.